Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was delaminated approximately 57.0, 87.0, 101.0, 110.0, and 111.0 cm from the hub, stretched approximately 113.0 cm from the hub, and fractured approximately 115.0 cm from the hub. Conclusions: evaluation of the returned device revealed the ace 64 was delaminated, stretched, and fractured. This damage may have occurred due to improper handling during removal from the packaging. If the ace 64 is withdrawn from the packaging shell prior to removing the tubing tray, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed the distal tip of a penumbra system ace 64 reperfusion catheter (ace 64) became damaged while removing it from the packaging. Upon inspection, the tip of the ace 64 was found loose and after further inspection, the distal tip separated from the rest of the ace 64. The tip of the ace 64 broke prior to use and therefore the ace 64 was not used in the procedure. The procedure was completed using a new ace 64.